Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned toxoplasma results for 1 patient sample tested on a cobas e 801 module. Based on the data provided, a false positive result for elecsys toxo igm (toxo igm) was identified between the e 801 module and the biomerieux method. The result from the e801 module was 1.390 (positive). The result from the biomerieux method was 5 (negative). No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).

Manufacturer narrative:
Sample from the patient was submitted for investigation and the elecsys toxo igm result was 1.40 coi (reactive). The customer¿s result was reproducible. The investigation did not identify a product problem. The cause of the event could not be determined.